Event description:
It was reported the high flow insufflator had low pressure. The issue was found during reprocessing.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.